Event description:
Procedure type: lap colon. Reportedly, after 20 cc of air was pumped into the device, the balloon exploded. However, nothing fell into the pt cavity and another spacemaker blunt tip trocar was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date of initial report: 04/27/2007.